Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 field was corrected as "company representative" was inadvertently selected in the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the cover unit was temporarily flooded due to a water tightness problem, which caused a temporary communication failure and temporarily stopped displaying images. However, a definitive root cause cannot be established. The event can be detected/prevented by following the instructions for use which states: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that water tightness was lost due to poor water-tightness of the cover unit and there was damage on the cable unit. The switches could not be pressed down smoothly due to damage to the button. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that during an unknown procedure, the hd 3cmos camera head on and off button was torn off and the associated cable did not work causing image problems. There were no reports of patient harm associated with the event.